Event description:
It was reported the patient had a return of underlying symptoms and a catheter dye study revealed a buildup of dye near the catheter/pump connection site. Patient symptoms included underdose symptoms and a return of spasticity. During surgery on (B)(6) 2014 good cerebrospinal fluid (csf) flow was observed through the catheter after surgical removal of the pump. The surgeon elected to replace the pump and catheter/pump connector and to send the pump back for analysis. It was also reported the scrub technician stated that the kit only contained one white boot, rather than two and the product was not used. A different (B)(4) was opened. The patient's status at the time of this report was, ¿alive-no injury.¿ the pump was being used to deliver baclofen. Additional information received reported the patient was also having spasms and pain due to reduced flow of the catheter. The location of the issue was at the pump connection and as a result, the catheter was reconnected and a new pump was implanted. It was also noted an indium study was completed. It was reported the patient was now receiving effective therapy.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly.